Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spondylolisthesis at l5; and underwent posterior lumbar interbody fusion (plif) at l4-s1. Intra-op, there was no problem with plif performed at l4-l5 but the alleged implant broke while performing plif at l5-s1. The peek part of the implant hit the l5 vertebral body and broke. The upper part was cracked and the lower part was broken. The broken implant was replaced with a new one. No fragment of the broken implant remained inside the patient. Although there was a delay of less than 60 minutes in overall procedure time as a result of this event, no patient complications were reported.

Manufacturer narrative:
Product analysis: the spacer was returned with one ear of component broken off and the other bent. There is an area of deformation on the corner of the tip of component where appears this component was impacted. There is a witness mark on the back side of component where it appears that the instrument came in contact with the implant. The fracture face is consistent with a brittle fracture from overload. This appears to be from the implant nose impacting a hard surface during installation. The spacer was completely closed when returned. If information is provided in the future, a supplemental report will be issued.